Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely low alinity I tsh. The customer reported that the results are low when compared to roche and provided the following data for 1 patient: undiluted = 0.06, auto dil 1:5 = 0.259, man dil 1:10 = 0.388, peg dil 1:2 = 0.127. Customer reference range: 6 m - 13 y : 0.7 - 4.2 iu/ml. 14 - 74 y : 0.4 - 3.3 iu/ml. > 74 y: 0.4 - 4.0 iu/ml. Results from roche was 1.0 iu/ml. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I tsh result reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I tsh result reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median value are within the established limits and concluded complaint lot is performing as expected. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I tsh result reagent lot 69161ud00.

Event description:
The customer observed falsely low alinity I tsh. The customer reported that the results are low when compared to roche and provided the following data for 1 patient: undiluted = 0.06, auto dil 1:5 = 0.259, man dil 1:10 = 0.388, peg dil 1:2 = 0.127. Customer reference range: 6 m - 13 y : 0.7 - 4.2 iu/ml, 14 - 74 y : 0.4 - 3.3 iu/ml, > 74 y: 0.4 - 4.0 iu/ml. Results from roche was 1.0 iu/ml. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.